Event description:
Customer's daughter reported when testing customer with device, results=617 mg/dl. No treatment was received by the customer. No controls used. A request was made for return product and replacement product was sent.